Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had a white deposit on the operation part when being stored after reprocessing. The deposit was dry and could be peeled off by rubbing it with a fingernail. The customer suspected the foreign material could be a water quality issue or remaining endofresh from reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization information was provided by the customer. The scope was reprocessed using an oer-3/4 automatic endoscope reprocessor after primary cleaning with endofresh s. There was no delay to starting precleaning and all of the external parts of the scope were wiped during reprocessing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The white material adhered to the control section and the foreign material around the nozzle opening were not derived from the endoscope. Olympus will continue to monitor field performance for this device.